Manufacturer narrative:
Brand name: unknown, not provided. Serial #: unknown, not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If explanted; give date: not applicable. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will not be performed as a serial number was not provided. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female study patient at her one (1) month postoperative visit was slightly bothered by halo, glare, starbursts, sensitivity to light and low light vision causing her to avoid driving at night. Patient had bilateral lens implants. Currently, these symptoms have lasted longer than 3 months and the patient considers them debilitating. There are no surgical or medical interventions planned at this time. No additional information provided. This report pertains to left eye (os). A separate report will be submitted for right eye (od).

Manufacturer narrative:
Additional information: information received that the clinical study was un-masked and the product identifiers were provided. As a result, the following fields that were previously reported as unknown have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0180. Expiration date: 10/19/2022. UDI number: (B)(4). Device manufacture date: 10/19/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined to be not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00804. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.